Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two different issues. 1st. New trach tubes intermittently required additional water and massaging before use. 2nd. New trach tubes were found "defective" in that water did not enter the line to the cuff from the balloon. The balloon "burst" on one that did not inflate. Each fault has caused a delay in resuscitation during a critical change in which CPR was required.

Manufacturer narrative:
Three devices were received without the original packaging, two of the reported item number and one of a different item number. Per visual inspection, no visual defects were found in any of the devices. The devices were inflated with air to check the inflation of the cuff, device one inflated without problems, device two inflated correctly and device three initially did not inflate so quickly, however, following the instructions for use, (the pilot balloon should be pressed, and the cuff massaged), after which the balloon was fully inflated. The complaint was not confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the complaint was not confirmed.